Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4); 530-08-108, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Post op pain - revised stem with a styker fracture stem and changed glenosphere. 63 yr old male.